Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported a ventilator inoperative condition. The blower had been replaced to address the issue. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.